Manufacturer narrative:
The initial reported event of high pacing impedance that triggered an alert, threshold jump, reprogramming done for the rv lead, and chronically high and undefined pacing impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead impedance warning alert due to high pacing impedances. The threshold had also jumped since from previous follow-up data. The lead was reprogrammed tip to coil for pacing and sensing and remains in use. It was noted that a day post device change out there was another rv bipolar lead impedance warning due to high pacing impedances. No patient complications have been reported as a result of this event. It was further reported that the right ventricular(rv) lead continues to trigger an audible alert as the pacing impedance is chronically high/undefined. The option to program the alert to not monitor so it stops alarming was discussed as the physician is aware of the chronically high rv lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that a superior vena cava (svc) lead impedance warning was triggered on the right ventricular (rv) lead due to high svc coil impedance. A lead integrity alert (lia) was also triggered due to high rate non-sustained episodes and sensing integrity counter (sic). Additionally, there was oversensing noted on the treated episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.